Event description:
It was reported that pump screen was dark and would not turn on despite multiple attempts to power it on, both in and out of case and while connected to a working charger, with a red light blinking around button and no vibration or startup sequence. There was no adverse impact to the customer's blood glucose level. Customer was instructed on troubleshooting steps, advised to let pump battery fully deplete before return, to use multiple daily injections for backup insulin therapy, to reprogram pump settings and reconnect continuous glucose monitor to replacement pump, and to return malfunctioning pump using prepaid label, while technical support arranged shipment of replacement pump under warranty.